Event description:
Information received from the field notes atrial lead impedance >1990 ohms with intermittent capture when in the bipolar configuration. The pulse generator was programmed to the unipolar configuration and normal impedance was reported. Due to the patient's physical health, the physician elected to monitor the patient.